Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement(pump error 130) and an error in the motor was detected by reading an unexpected value from hall sensor (pump error 43). No harm requiring medical intervention was reported. Troubleshooting was performed and was able to clear the alarm successfully. However, the customer was not able to complete the rewind. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
S/w version 5.2a. Retainer ring = black. Pump case: ngp . Customer returned pump for alleged pump error 43 and pump error 130 observed on (B)(6) 2023. The pump passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, and self test. No unexpected alerts and alarms noted during testing. Successfully utilized thump to download history/trace files. The following alarm/alerts noted on event date: pump error 43 on (B)(6) 2023 03:07:37.000 and pump error 130 on (B)(6) 2023 03:00:43.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, keypad connector, and motor. The following were noted during visual inspection: battery tube threads - cracked, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and partially faded serial number label. No unexpected alarm/alerts noted during analysis. Pump error 43 and pump error 130 not confirmed. Moisture damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.